Event description:
It was reported via repair work order that the foot end brakes could not engage due to missing clevis pin and rue clip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.